Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Total number of events - (B)(4). Artisyn y-shaped mesh unknown product - (B)(4). Gynecare gynemesh - (B)(4). Gynecare gynemesh ps - (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent mesh implantation to treat pelvic organ prolapse and mild incontinence with the concurrent procedure of lysis of adhesions. Following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, organ perforation, recurrence, bleeding and vaginal scarring. (B)(4). Ethicon MDR summary reporting exemption (B)(4). Reporting period (B)(4) 2015. Supplemental 01.

Manufacturer narrative:
(B)(4). Reporting period (B)(4) 2015.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Ethicon MDR summary reporting exemption (B)(4). Reporting period (B)(4) 2015 through (B)(4) 2015.

Manufacturer narrative:
Date sent to the FDA: 02/23/2017. (B)(4). Reporting period february 1, 2015 through march 31, 2015. Supplemental 11.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period (B)(6) 2015 through (B)(6), 2015. (B)(4).

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period february 1, 2015 through march 31, 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4) reporting period (B)(6) 2015 through (B)(6) 2015 supplemental 15 - attachment: [(B)(6) 2015 oto supplemental 15.xlsx]

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4), reporting period february 1, 2015 through march 31, 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period february 1, 2015 through march 31, 2015.

Event description:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2014 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period february 1, 2015 through march 31, 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period february 1, 2015 through march 31, 2015.

Manufacturer narrative:
Date sent to FDA: 2/12/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period february 1, 2015 through march 31, 2015.

Manufacturer narrative:
Date sent to FDA: 12/27/2018. Ethicon MDR summary reporting exemption e2013037. Reporting period february 1, 2015 through march 31, 2015.

Manufacturer narrative:
Date sent to FDA: 04/23/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period february 1, 2015 through march 31, 2015.